Event description:
Device 1 of 2: reference MFR report#1627487-2019-03038. It was reported that the patient experienced ineffective therapy since implant. As a result, surgical intervention was undertaken wherein the system was explanted.